Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of the inability to communicate with the device was not confirmed in the laboratory. Upon receipt, the device was found in backup vvi and was due to a power-on reset that occurred during hv delivery. Device testing showed normal function. It is believed that the battery voltage dropped during hv delivery and the device was unable to maintain communication until the battery voltage recovered.

Event description:
It was reported that the patient collapsed while doing garden work and required resuscitation. The emergency room physician diagnosed vf and terminated it with external defibrillation. Since the device could not be interrogated, the physician did not know if the device delivered therapy or not. The lead exhibited low high voltage lead impedance. The patient had been in ICU and the physician scheduled an upgrade procedure after the patient awoke. A few weeks later, the lead was capped and the device was explanted and replaced. The pacemaker dependent patient was stable after the procedure.